Event description:
Consumer called to report comparing her meter to other meter readings and getting varying results. Analysis run on consensus error grid (ceg) using lab reading (303) as reference point vs. Bd readings (552, 53) yielded data points in the d range of the grid, outside of acceptable limits.